Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified pulmonary artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. Upon unpacking the device, the shaft was found to be broken prior to use. The procedure was then completed using with another of the same device. There were no patient complications as a result of this event.